Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while learning to perform an independent infusion set and supply change with the ilet; insulin delivery had paused until the agent guided a complete supply change and delivery resumed, with blood glucose reaching 391 mg/dl and remaining above range for a few hours before trending down. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included review of user-reported event details and technical troubleshooting with guided supply change. Investigation of this case revealed an unclear cause of hyperglycemia, with resolution following restoration of insulin delivery. It was concluded that the event was user-related with cause unclear and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.